Manufacturer narrative:
Concomitant medical products: mc1vr01us ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed through the patent foramen ovale (pfo) in the patient's heart. Two months later lead was repositioned and remains in use. No patient complications have been reported as a result of this event.